Manufacturer narrative:
(B)(4). The complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: july 28, 2015. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell fifteen (15) feet from a tree in (B)(6) 2015. The primary treatment was via external fixation, which was applied on (B)(6) 2015 to soften the tissues. Then on (B)(6) 2015, an open reduction internal fixation (orif) procedure of the distal tibia was performed. During a post-operative follow-up visit, plate breakage and non-union were discovered. The patient returned to the operating room on (B)(6) 2016 to have the broken plate and original intact screws (three (3) variable locking screws, one (1) 2.7 cortex screw, and four (4) 3.5 cortex screws) removed. It was reported that the plate broke at a screw hole. All fragments were retrieved and the patient was revised to a 3.5mm locking compression plate (lcp). In addition, bone grafting was also performed on the non-union side. The procedure was successfully completed without any surgical delay. The patient's status was reported as "stable". This report is 1 of 1 for (B)(4)..